Event description:
The event occurred on an unknown date involving a 72" (183cm) appx 1.4ml, smallbore ext set w/ anti-siphon valve, clamp, luer lock where a leak in the tubing during infusion was reported. There were patient involvement but no reported patient harm.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.